Event description:
The customer called for help with his contour meter. He performed control tests and received a result of 30 mg/dl. Then normal control range was 111-153 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.